Event description:
Customer reported that a while after eating pt tested with the freestyle tracker and received a result of 426 mg/dl. The customer took insulin based on this reading. Approximately 4 hours later pt tested and received a reading of 29 mg/dl. The customer took glucose tablets. Twenty minutes later, the customer tested and received a reading of 289 mg/dl. A comparison test was then done with a result of 41 mg/dl. A third test was performed with a result of 59 mg/dl. The customer then performed comparison tests with their freestyle flash meter and received readings of 57 mg/dl and 72 mg/dl. All tests were reported to have been performed on the finger. The last three reported freestyle tracker comparison results and the reported freestyle flash comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.